Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 08:39:29 on (B)(6) 2025. At 22:26:28, an arrhythmia was detected. ECG shows vf with motion artifact. At 22:27:43, the patient received the appropriate treatment. Rhythm at the time of treatment was vf with motion artifact. Post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact for 28 seconds transitioning to af @ 90 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.